Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer. The patient's initial sodium result was 122 meq/l. The initial chloride result was 116 meq/l. The repeat sodium result was 142 meq/l. The repeat chloride result was 105 meq/l. The repeat results were considered correct and issued as a corrected report. The patient was not treated and there were no adverse events. The sodium and chloride electrode lot numbers and expiration dates were not provided. The field service representative could not reproduce the problem nor find a cause. He checked the ise system. He performed an ise check and precision check successfully. The ise check was within specification and the precision check was within range.

Manufacturer narrative:
No definitive root cause could be determined. No instrument malfunction could be detected. No adverse events were reported.